Manufacturer narrative:
(B)(6) 2015 09:41 am ((B)(4)) added by (B)(6) ((B)(4)): maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). A maquet service technician evaluated the device and found no problem with the flow of water or with reducing the temperature below 4 degrees centigrade on both sides of the unit. Performed functional tests and electrical safety tests and verified the unit met factory specifications. All tests were executed successfully. A supplemental medwatch will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that during patient treatment the unit would not cool below 31 degrees centigrade on the cardioplegia side. A backup unit was used. No reported patient effect. (B)(4).